Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. Access was obtained via the radial artery. The 3mm in diameter and de novo target lesion being treated was located in the mildly tortuous and mildly calcified protected left main artery. The 3.00x28mm promus element plus stent delivery system was advanced and deployed in the left main. Following secondary device interaction, either a post-dilation balloon or imaging catheter, stent deformation was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).